Event description:
This customer reported that 2 different test loads were not recognized by the device. There was no pt involvement.

Manufacturer narrative:
(B)(4). This customer reported that 2 different test loads were not recognized by the device. There was no pt involvement. This investigation remains open. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.